Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the check button on the infusion device does not function. No physiological effects were reported. The infusion device was requested for evaluation.